Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a maximum blood glucose of 316 mg/dl and noted a period of lost connectivity between the ilet and the dexcom cgm, while the dexcom app continued to display readings; no alerts were received, no back-up therapy was used, and glucose began trending down after site replacement guidance. Symptoms included elevated blood glucose without reported ketones or need for medical intervention. Outcomes included no hospitalization, no emergency treatment, and no clinical sequelae. Investigation included review of device data, user report, and troubleshooting, with replacement supplies shipped as a goodwill measure. Investigation of this case revealed an unclear cause of the hyperglycemia and intermittent cgm connectivity loss without replicated device failure. It was concluded that the event was user-reported hyperglycemia with cause unclear and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.